Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 270 mg/dl. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind.fill cannula was recorded in daily history. The self test was performed and the test was failed. The troubleshooting was performed. The customer was advised that the insulin pump would need to be replaced and advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in pump history with variable due to broken trace at pin and pin on keypad assembly. Pump error 53 found in the pump history and pump error 4 due to software error.